Manufacturer narrative:
(B)(4). Batch # r59v3t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch numbers, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a reload loaded in the device and the proximal 49 drivers up without staples, and the remaining drivers down with staples present. Also, the knife was noted exposed in middle of cartridge. The second photo the slip block assembly was noted to be damaged, due to the firing knob was broken. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the laparoscopic right hemicolectomy surgery, could not fire farther after fired about 1/2 and the firing knob was broken off. All the pieces would be retrieved from the patient. Used suture to over-sew. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r59v3t. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 49 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.